Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that the recommended size delivery system was used during the procedure and that there was no anatomical interference and there was no angulation or kink in the delivery system upon deployment. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer septal occluder was chosen for implant using a 10f amplatzer torqvue delivery system. During procedure, the device had a cobra deformation multiple times. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 28mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.